Manufacturer narrative:
Method: testing not performed. Results: product not returned. Conclusions: no evaluation will be performed.

Event description:
Patient suffered excoriations, blisters and skin stripping under steri-strips (B)(6) after a knee prosthesis surgery. A reaction occurred after the first application. Leakage was noted. It was difficult to remove the product and the patient experienced discomfort. It is not known when the skin reaction went away. Medical treatment was not required and no medication was prescribed. Skin was prepped with povidone iodine followed by alcohol and normal saline solution. The patient's skin was dry prior to the application and other wound care products were not used. The current status of the patient was reported as unknown.